Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a guidezilla guide extension catheter in two pieces. Microscopic examination and tactile inspection revealed a broken shaft at the collar with numerous kinks. A complete separation at the collar and distal shaft. There was damage to the collar. The ptfe pulled out of the collar and attached to the distal shaft. The guide catheter used in the procedure was not returned for product analysis. A mach1 guide catheter was used for functional testing. Functional testing was performed by inserting the distal end of the guidezilla through the hub of the guide catheter. The guidezilla was able to be inserted into the hub; however, due to the broken shaft, functional testing was unable to be performed any farther. The maximum outer diameter (od) of the guidezilla distal shaft measured .06786, meeting guidezilla specifications. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the shaft broke. The physician selected a guidezilla extension catheter for advancement through a xd 3.5 6f guide catheter in a complex lesion. During advancement resistance was met. Difficulty removing the guidezilla from the guide catheter was encountered. The physician felt like the devices were both stuck together and the guidezilla broke apart at the collar. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Event description:
It was reported the shaft broke. The physician selected a guidezilla extension catheter for advancement through a xd 3.5 6f guide catheter in a complex lesion. During advancement resistance was met. Difficulty removing the guidezilla from the guide catheter was encountered. The physician felt like the devices were both stuck together and the guidezilla broke apart at the collar. No patient complications were reported and the patient status was stable.